Event description:
It was reported the patient was told by a medical person that the pumps have problems with certain medication being ¿too thick¿ and the medication could ¿gum up¿ in the catheter. Additional information reported there was no patient involved, and they were told by an health care provider (hcp) that they could not ¿just put whatever medication they wanted in the pump.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).